Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 453 mg/dl, which was addressed with a correction bolus. The customer changed the cartridge and infusion set. The customer reported multiple cartridge alarms (cartridge alarm 19) with multiple cartridges were received during the load process. Customer's blood glucose (bg) level was 398 mg/dl, which was addressed with a manual injection. Reportedly, the customer had manual insulin injections available as alternate insulin therapy.